Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The battery enclosure was damaged. There was oil residue around the dumbbell joint. The labels were damaged. The drape clips were missing. The inner enclosure has a gash in the plastic. A functional evaluation revealed the unit's migration was at 1.2 inches. The device failed the weight test. No other issues were found. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the spider did not work. No case involved. Results of investigation have concluded that the device failed the weight test which makes it a reportable event since there was a loss of traction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.